Event description:
Procedure type: nissen. According to the reporter: the device was loaded, surgeon started to sew and the needle fell off the device before touching anything. Reloaded the device and the device would not toggle. No tissue loss. No extension of the incision by more than one inch. No blood loss of 250cc or more. No delay in surgery time of more than 30 mins. No device fragment or component falling into the pt cavity. No device fragment left in the pt.

Manufacturer narrative:
(B)(4).